Event description:
The reporter stated the surgeon inserted and removed an aa4204vl silicone single piece lens from the eye due to problem with capsular bag. There was no pt injury. The reporter stated there was no problem with the lens, no malfunction. The reporter stated this facility uses a competitor's phaco system.

Manufacturer narrative:
(B)(4) (problem with capsular bag), (no problem with lens), (B)(4).